Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the catalys system was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The customer carried out a procedure using the catalys precision laser system. They reported that the catalys procedure went smoothly in patient's right eye (od) oculus dexter, but a capsule tear was observed in the operating room during phacoemulsification. The customer was unsure of how the tear happened. The customer used a different lens than the originally selected one and implanted it in the sulcus instead of in the capsular bag. Vitrectomy was not required. On the same day, the customer performed four other catalys laser procedures without any issues. The patient was seeing 20/20 post-operatively. No further details were provided.

Manufacturer narrative:
Corrected data: after further review, it was found that the date in section h4 device manufacture date of the initial report was accidentally incorrect. The correct date is january 31, 2025. Consequently, this supplemental report is being submitted to update with the accurate information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.